Event description:
Procedure: nephrectomy. According to the reporter: the staple line failed on the aorta resulting in blood loss. On the pt side there was an open artery. On the specimen side the staple line was ok. There was 1.8 litres of blood loss and delay in surgery. The case was switched to an open procedure and the artery was tied off by hand.

Manufacturer narrative:
(B)(4).